Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle and the safety broke. There was no report of patient impact. The following information was provided by the initial reporter: after administering a vaccine using the bd 305916 safety glide needle 25g, pharmacy intern attempted to engage safety cap per usual process. At that time the needle safety cap malfunctioned and the contents of the device (eg, spring, needle, cap and other parts) shot across the patient care area and hit the wall. The needle did not hit the patient or pharmacy intern.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle and the safety broke. There was no report of patient impact. The following information was provided by the initial reporter: after administering a vaccine using the bd 305916 safety glide needle 25g, pharmacy intern attempted to engage safety cap per usual process. At that time the needle safety cap malfunctioned and the contents of the device (eg, spring, needle, cap and other parts) shot across the patient care area and hit the wall. The needle did not hit the patient or pharmacy intern.

Manufacturer narrative:
Medical device expiration date: unknown. . Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.